Event description:
It was reported that the iab was inserted without difficulty. However, when it was connected to the pump, the balloon membrane would not inflate. An attempt was made to manually inflate the iab without success. The iab was exchanged. There were no reported patient complications.

Event description:
It was reported that the iab was inserted without difficulty. However, when it was connected to the pump, the balloon membrane would not inflate. An attempt was made to manually inflate the iab without success. The iab was exchanged. There were no reported pt complications.